Event description:
The customer called stating that customer's meter has parts of the number missing from the lcd. The numbers "work" intermittently but fade out. During the troubleshooting process, it was determined that several segments may be missing from the 100's position of the display. A request was made to return the unit for evaluation. In the meantime, a replacement unit has been provided. The customer has been invited to contact the 24/7 customer service line should any probolems or questions arise.